Event description:
During a living donor nephrectomy, the scrub tech noticed an "orange fluid" leaking from the clearify device. This is a device used to warm up metal scopes for laparoscopic procedures. It was immediately removed and taken off the sterile field. A "kit" was ordered to return the product to covidien for investigation. Internal hospital event reporting has been completed. There was no harm to the patient. FDA safety report ID# (B)(4).